Event description:
It was reported that during the implant procedure, the stylet was stuck and "was not controlled" in the middle of the lead when positioning the lead. The doctor suspected blood incorporation in the lead. The lead and stylet were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected initial reporter title. Corrected patient ID. Evaluation summary: (B)(4): no anomalies found, but blood noted on helix; full lead returned and analyzed.